Event description:
It was reported that the 6800 system was slow to boot and at times would not boot at all. It was also noted that the keyboard keys are too sensitive, the system arm is loose and the printer is not printing. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the single board computer, the hard drive and keyboard. Adjustments were also made to the arm and printer. The system was tested and found to be working as intended and placed back into svc.